Manufacturer narrative:
Analysis found motor cable assembly faulty and nose bearings corroded. Unable to confirm the customer's fault and unable to perform the temperature test as drill bit not locking. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece was getting heated during pre-op. There is no patient involvement.